Manufacturer narrative:
(B)(4). It was reported that the graphic user interface (gui) printed circuit board (pcb) was replaced.

Event description:
It was reported that the ventilator graphical user interface (gui) display was inoperable. There is no reported patient involvement associated with this event.